Event description:
Customer reported discordant troponin results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer had been requested to return reagent samples for investigation, they denied. Customer confirmed that instrument was passing calibration and they had no further issues. The cause for the discordant troponin results is unknown.

Manufacturer narrative:
The cause for the discordant troponin results is unknown. Siemens is in process of investigating the issue.